Event description:
It was reported that during a preventive maintenance (pm) performed by a performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) was found that the hinge covers were missing from the display. There was no patient involvement.

Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA 584165. A supplemental report will be submitted when the evaluation is completed. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6), biomedical engineer.

Event description:
N/a.

Manufacturer narrative:
Additional contact information: (B)(6). The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) and found that the display bezel was cracked and would not allow the hinge covers to latch into place. The fse replaced the upper display bezel (0380-00-0559) and hinge covers (0380-00-0561). The fse completed all diagnostic, performance, and safety tests with no issues. All parameters were tested normal and the unit was delivered for clinical use.